Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly, the customer was not removing the air from the cartridge. Tandem clinical support informed customer that not removing the air from the cartridge is off label per the tandem user guide. Customer¿s blood glucose level was above 500 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection. Customer resumed insulin therapy on the pump.